Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported thrombus could not be conclusively determined. The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
During a pfa atrial fibrillation procedure, a clot was found requiring vascular filters. The non-abbott viking coronary sinus catheter was inserted in the right atrium, and transeptal was performed with a non-abbott versacross access solution and a non-abbott faradrive sheath. The left atrium was mapped with an advisor hd grid catheter and then was exchanged for the non-abbott farapulse pfa catheter. After ablation began, on the right side of the ice there was a clot on the faradrive sheath. The clot could not be aspirated through the sheath so vascular filters were placed in the carotids. The procedure was completed, and the cause of the clot is unknown.